Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly the instrument was difficult to open. The surgeon resected the application site and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.